Manufacturer narrative:
Follow-up #1: date of submission 14-feb-2018 - device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: during the investigation, a review of the black box showed evidence of unexplained power reset events on the complaint date. Evidence of moisture corrosion was found behind the display lens. The pump powered on with the returned battery cap. The battery cap measured within specifications. The battery cap could fully tighten. No battery compartment cracks were observed. No evidence of moisture contamination was observed inside the battery compartment. A cover crack was observed between the corner of the display lens and the case seal. A base crack was also observed between the case seal and keypad. During the investigation, a cs 078 motor rewind error was received during "rewind" attempts. A leak test showed a leak at the cover crack. The pump case was removed, and evidence of moisture contamination was found inside the pump on multiple printed circuit board components, including the transceiver, cgm board, and watchdog processor circuit components. An "intermittent power" event was not duplicated during investigation. Further steps were unable to be completed due to the cs 078 rewind errors. The cs 078 motor rewind errors were due to internal moisture contamination. Investigators were unable to adequately investigate the "intermittent power" complaint due to the inability to perform a load/step and run a 24 hour basal program.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.